Manufacturer narrative:
The recipient is reportedly doing well.

Event description:
The recipient reportedly elected explant surgery due to being a poor performer. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
During explant surgery, purulence was reportedly found in the middle ear with mastoid involvement. The recipient underwent a radical mastoidectomy and tympanoplasty. The recipient is reportedly doing well. The external visual inspection revealed slices on the top cover silicone and multiple electrode pads missing from the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed multiple broken electrode wires at the array. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced an infection and device extrusion through the middle ear.